Manufacturer narrative:
(B)(4). Date sent: 2/22/2021. Upon review of the information provided and device evaluation, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # r93d5e. Investigation summary: the device was connected to a test handpiece and tested on a gen11. During functional testing, the clamp arm of the device would not open and close. The lever did not actuate the clamp arm. Then the device was connected to a test handpiece and a gen11. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on the generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features is not available for this device¿. Then the device was disassembled and it was found that the lever link pin was missing. This rendered the clamp arm non-functional. In addition, the closure indicator was found to be bent and not making contact with the moving trigger. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. No conclusion could be reached as to what caused the link pin to be missing and the bent clicker issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the jaws of the device were difficult to close. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.